Event description:
Report of tubing split during contrast injection with power injector received. A pt was receiving ns via a gravity administration set. When the pt went for a CT scan, the tubing split approx 1/2 inch below injection site during contrast injection with a power injector set to deliver an unspecified volume over 1 minute. The IV bag and contrast emptied out over the pt, but no bleedback occurred since a saline lock was attached to the IV catheter. No pt harm was reported.